Event description:
Proximal marker band fell off. When the doctor was removing the delivery catheter from the patient's groin, the proximal marker band fell of 1cm inside the patient's vein. The marker band was removed by the doctor cutting down with a hemostat, removing the indwelling band. The procedure was already completed when the incident occurred. Tough scarred groin. No further complications were reported.